Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant medical products: 407652, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was experiencing asystole, seizures and was having abdominal pain. It was also reported that the right ventricular (rv) lead caused a perforation, was not capturing, was inhibiting pacing and was oversensing. Additionally, the left ventricular (lv) lead had high threshold measurements. The rv lead was repositioned and the rv and lv leads remain in use. No further patient complications have been reported as a result of this event.